Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced numbness and tingling sensation in her leg and foot (since scs revision) along with ineffective stimulation. Consequently, surgical intervention was taken where the lead was explanted and replaced with another model which resolved the issue. Reportedly, the patient is happy with coverage.